Event description:
Following a total knee replacement, pt experienced wound necrosis which resulted with a skin graft (middle third of wound necrosis). An infusion pump with a 5 ml/hr flow rate was selected to manage pain following surgery. The catheter was placed in the subcutaneous tissue of the knee. Factors, unrelated to the peformance of the pump, may have contributed to this incident. This appears to be an unusual event.